Event description:
No power in bed.

Manufacturer narrative:
Power cord disconnected from pcb at connector. Technician reconnected to resolve. Pursuant to our response to warning letter , hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.